Manufacturer narrative:
No unexpected button error alarms noted. The insulin pump had an intermittent button response on the act button due to moisture damage on keypad traces noted. The insulin pump had a cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Event description:
Customer reported via phone, the insulin pump suddenly alarmed button error. Customer's blood glucose was unknown and was unable to clear the alarm. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.